Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of home care user that the listed extension set was in use with a pump infusing a patient with veletri for pulmonary hypertension. Several pump alarms occurred during infusion, including "high pressure" and "air in line;" the alarms stopped the infusion. According to reporter, the home care user was hospitalized to complete the infusion because the infusion could not be completed. No permanent adverse effects reported.